Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Abbott vascular (av) analyzed the returned device and confirmed the reported leak in the distal end of the hub. A review of the complaint handling database found no similar incidents from this lot. Av reviewed the lot history record and there were no manufacturing nonconformities that would have contributed to this complaint. Av conducted root cause determined the most probable root cause is variability in the gluing process during manufacturing. The issue will be addressed per internal operating procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of the 3.0 x 40 mm armada 18 dilatation catheter, air was pulled back into the syringe and it was thought that there was a leak at the hub. The device was not used in the patient anatomy and there was no adverse patient effect. A second armada 18 was used without issue. There was no adverse patient effect and no clinically significant delay. No additional information was provided.